Event description:
The user had stopped hearing with the device after a trauma occurred in summer 2022. Reportedly, when the user was previously seen 6 affected channels have been already observed, however, the hearing performance with the device was still satisfying according to the user. The user was re-implanted on (B)(6) 2022.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. Also, the reported impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The user had stopped hearing with the device after a trauma occurred in summer 2022. Reportedly, when the user was previously seen 6 affected channels have been already observed, however, the hearing performance with the device was still satisfying according to the user. The user was re-implanted on (B)(6) 2022.